Manufacturer narrative:
E1: patient city: (B)(6). Patient country: austria.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on 10-sep-2024. The location of detachment was at site connector. The infusion set was in use for one day. No further information available.